Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation. It was said there was tear in outer layer of the driveline. The patient said there was a tear in their driveline with exposed kevlar. No alarms were heard. Despite the observed tear in the outer layer of the driveline, there were no unusual events recorded in the event log file history. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.